Event description:
On (B)(6) 2010, clinical specialist reported she spoke with the pt and the pt's blood glucose was over 500 mg/dl as "the pump had failed and is giving a mechanical alarm." She advised the pt is "really confused and crying." Clinical specialist reported she advised pt to call 911, however, "pt did not want to do that." Clinical specialist stated the pt "doesn't have any syringes to administer insulin via injections." Clinical specialist requested a call back to the pt to assist her with setting up her backup infusion device. Pt's normal blood glucose range is 120-200 mg/dl. On call back pt reported receiving an e6 (mechanical error) alert on (B)(6) 2010 and was able to get the infusion device working. Pt stated the e6 occurred again on (B)(6) 2010. Pt reported she changed the insulin cartridge, battery and infusion set; infusion device started working again until this morning when she woke up with a mechanical error and elevated blood glucose. Pt stated the e6 seems to occur when the insulin cartridge gets about half full. Pt reported she tried changing the battery 3 times but the issue continued. Assisted pt with setting up her backup infusion device. Pt tested her blood glucose at this time with a reading of 'hi'. Advised pt to seek medical treatment if necessary. On follow up from clinical specialist, she stated the pt is back home and the pt's blood glucose is under 180 mg/dl. Clinical specialist reported pt was given 2 bags of fluid, and 20 units of insulin; pt's infusion device was left on. Clinical specialist stated pt was spilling ketones also. On follow up call to pt on (B)(6) 2010, pt reported she is doing a lot better and is still using her backup infusion device. Had pt insert a brand new battery into the primary infusion device and perform the 'change the cartridge function. Educated pt on how to properly prime the infusion set. Had pt place the backup infusion device into stop mode and switch over to her primary infusion device. Pt attached infusion tubing to infusion site and placed the infusion device into run mode; error did not persist. On follow up call from clinical specialist, she stated pt was diagnosed with hyperglycemia and dehydration; not dka. Clinical specialist reported pt is back on her primary infusion device and her blood glucose levels are stable. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.